Event description:
A bicol collagen sponge was utilized during a recent craniotomy. When the bicol sponge removal was attempted, great difficulty was encountered. According to the surgeon, the bicol sponge appeared to be in good condition upon application, and that all appeared normal during use. When removal was attempted the bicol sponge tore into many pieces and adhered to the adjacent tissue. This adherence caused significant trauma when removed.